Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown.  On an unreported date, the patient began treatment with gentamycin (for 2 weeks, dose not reported) intravenously for peritonitis. The patient was not hospitalized for the event.  At the time of the report, the patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.